Event description:
The customer reported bubbles were seen in the line while flushing the maxplus clear valve. Upon inspection of the mp1000-c, a crack was found the valve body. The event occurred in the ICU; the customer did not know when or how the crack occurred. There was no report of patient harm or medical intervention. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.